Event description:
It was reported during a bilateral laparoscopic hernia repair when pushing the mesh through a 512s trocar the silastic ring from inside the trocar fell into the pt. The ring was retrieved and a new 512s opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
D6: device returned with no lot identification. Based upon the inquiry infrmation received, and the visual examination it was confirmed that the reported event occurred. No conclusion could be reached as to how this damage had occurred.